Event description:
IT WAS REPORTED THAT THE VENTILATOR WAS SHOWING NO OXYGEN. THERE WAS NO PATIENT HARM. MANUFACTURER'S REF. #: (B)(4).

Event description:
Manufacturer's Ref. #: (b)(4).

Manufacturer narrative:
Initially it was reported that the ventilator was showing no oxygen.According to the information provided by our by our Field Service Engineer the issue was caused by disconnected O2 cell and was resolved by reconnecting the part.The O2 cell is only measuring and its failure would not affect ventilation. Therefore, this situation is not-safety related, the issue will be noticed before use and appropriate measures can be taken.